Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation with a grade of 5. During the preparation of the two xtw clips (50327r1005, 50428r2013), there were difficulties flushing the bubbles during the de-airing steps. The dc handle was advanced and retracted per the instructions for use (IFU). Trains of bubbles migrated from the back to the distal end. While torquing and translating the dc handle, trains of bubbles were observed. The issue was able to be resolved and the clips were implanted, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation with a grade of 5. During the preparation of the two xtw clips (50327r1005, 50428r2013), there were difficulties flushing the bubbles during the de-airing steps. The dc handle was advanced and retracted per the instructions for use (IFU). Trains of bubbles migrated from the back to the distal end. While torquing and translating the dc handle, trains of bubbles were observed. The issue was able to be resolved and the clips were implanted, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.